Event description:
It was reported that a pump keypad is inoperable and that the power does not work. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found the fifth row of keys to have the same output as the fourth row of keys on the keypad. The #7 (stu) key will have the alpha numeric output of the #4 (jkl) key. The #8 (vwx) key will have the alpha numeric output of the #5 (mno) key and the #9 (yz) key will have the alpha numeric output of the #6 (pqr) key. Further eval found that this was due to a failed keypad. Additionally, it was observed that the power cord assembly failed. At this time, the date of event is unk.